Event description:
Label on accu-chek control vials is difficult to write on due to small size and slickness. Permanent marker or other indelible ink rubs off. As a result, unable to record solution expiration date.